Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked at the connection site during use. The following information was provided by the initial reporter: "upon pushing out the liquid inside the syringe it leaked out of the junction between the needle and syringe."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked at the connection site during use. The following information was provided by the initial reporter: "upon pushing out the liquid inside the syringe it leaked out of the junction between the needle and syringe."